Manufacturer narrative:
No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a cadd infusion pump was finishing too early in day oncology. Per reporter, several new cadds were finishing infusion early and different medication. Per reporter, no issues were identified with the pumps. A significant disruption to service was noted by customer. The event occurred at the patient's home while in us. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.